Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported slda could not be determined. The reported mr appears to be a cascading effect of the slda. Additionally, mr is listed in the IFU as a known possible complication associated with mitraclip procedures. The cause for the reported poor image resolution appears to be due to challenging patient anatomy. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report slda, recurrent mr. It was reported that this was a procedure to treat mixed mitral regurgitation (mmr) with a grade of 3-4. The clip delivery system was advanced to the mitral valve and noted slightly thickened anterior leaflet. Posterior restriction due to left ventricular (lv) dilation. Also, there was extremely difficult visualization during the procedure, possibly due to a previous hemothorax. The clip was implanted, reducing mr to <1. During the next day echocardiogram, it was noted that there had been a single leaflet device attachment (slda) from the posterior leaflet. Mr was moderate. The patient will continue to be monitored. The physician remarked that there may not have been 9mm of posterior leaflet that was grasped, which may have caused the slda. There was no reported clinically significant delay in the procedure. No additional information was provided.